Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Per customer, we received the following information and portions of myopore bp35, model 360882 and oscor is-1 adaptor (B)(6) (serial number portion received). Event occurred in us. No patient death, harm, or injury was reported. On (B)(6) 2025 the patient's dual chamber pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker. The chronic myopore right ventricular lead would have been reused but was being explanted due to noise and sensing issues. During the procedure, the oscor is-1 adaptor was seen on fluoroscopy and was also removed, it is unknown if it played a part in the reported issues. The chronic myopore right ventricular lead, and oscor adaptor, were successfully explanted at cleveland clinic main campus. During same procedure, a new medtronic epicardial right ventricular lead was successfully implanted. We have no pictures, images, or videos to share.